Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. Upon evaluation, the equipment was fully functional. Review of the patient's treatment event revealed that vt at 130 bpm was detected on (B)(6) 2014, at 00:26:11. The arrhythmia transitioned to asystole with intermittent cardiac activity at 00:30:25. Approximately 11 minutes later at 00:41:31, atrial fibrillation with rapid ventricular response was detected at 107 bpm. At 00:42:45, the patient received an inappropriate shock. The lifevest was programmed to deliver a 150j pulse, but at the time of the treatment, delivered a 6j pulse. Svt contributed to the false detection. The response buttons were not pressed during the entire event. In addition, the patient impedance at the time of pulse delivery was 0 ohms. Possible bystander removal of the lifevest during this time is likely to have contributed to the low energy pulse and lack of impedance, as evidence by CPR artifact in the patient's ECG. The equipment was fully functional and capable of delivering a full energy pulse during testing at zoll. Additional MFR date of device: 05/01/2012.

Event description:
A (B)(6) year old male patient's nurse contacted zoll customer support to report that the patient passed away on (B)(6) 2014 while in the hospital. A review of the patient's downloaded data revealed that the patient received one low energy treatment prior to passing.